Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.1, lab: 3.2. Pt's therapeutic range: 2-3 inr.